Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The clips were scissoring and dropping from the device. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 02/27/2009. Information is unavailable; device was not returned for evaluation.